Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that during a normal follow up it was noticed this pacemaker power consumption has been increasing during the past year. An analysis of premature battery depletion (pbd) was asked to technical services in which was confirmed the pacemaker malfunction. This device was then successfully replaced. As surgical intervention was necessary to resolve the issue. This is considered a serious injury. No additional patient effect were reported

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected , but still supported full device function. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that during a normal follow up it was noticed this pacemaker power consumption has been increasing during the past year. An analysis of premature battery depletion (pbd) was asked to technical services in which was confirmed the pacemaker malfunction. This device was then successfully replaced. No additional patient effect were reported.